Event description:
Six months after heartware lvad implantation, the patient experienced a change of power source in the controller earlier than expected followed by a critical battery alarm (pump stops). Preliminary logs files review confirmed the pump stops. All the batteries and controller were removed from the patient and a new set was supplied. There were no injuries associated with this event.

Manufacturer narrative:
The devices have been received and are awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The product was returned; various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Thorough external visual inspection of the controller revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the controller met all requirements for release. The returned controller ran normally with no fault alarms or errors. No additional information will be forthcoming. This is one of two reports (3007042319-2013-00194 and 458) submitted for devices related to the same event.